Event description:
After using endo stich and vlock 180 reload to close vaginal cuff, the device was removed from the surgical field. Team member opened the device to remove the needle from the endo stitch. Once opened and upon removal the needle broke in half. All pieces of the device were located. Device was tested by scrub tech and surgeon with no concerns prior to use. There was no harm to the patient. Vloc -ref-- vloca008l lot-- n4l1458y; endo stitch device- ref--173016 lot-- j4k3870ey.